Event description:
A doctor alleged that three (3) patients had experienced the debonding of a restoration after placement with the nx3 white cement and optibond xtr products. This is the first of three (3) reports.

Manufacturer narrative:
The doctor noted that the patient was approximately (B)(6) of age; however, information surrounding the incidents and treatment dates were not provided by the doctor. The patient had experienced the debonding of a four (4) unit bridge from tooth #2 through #5 on two (2) separate instances. The first instance occurred approximately one (1) month after placement. The patient returned to the office and the doctor re-cemented the restoration using the same products. The second instance occurred approximately six (6) months later. The patient returned to the office on (B)(6) 2014 and the doctor re-cemented the restoration using the same products. To date, the patient is doing fine. While reviewing the doctor's bonding technique, it was discovered that he had not applied the optibond xtr adhesive to the internal portion of the restorations per the directions for use. The product involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications.